Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed a single occurrence of t wave oversensing on the defibrillator. No intervention was performed by the physician. The patient would continue to be monitored.